Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose level up to 947mg/dl with the symptoms of polydipsia, distress, irritability, dry mouth and was treated with injected with insulin due to tube leak at the site on (B)(6) 2026.